Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed the battery to her insulin pump and received a battery out limit alarm. The patient's blood glucose at the time of incident is unknown. The battery out limit could not be troubleshot since the alarm was unable to be cleared due to an unresponsive button. Troubleshooting was initiated for the keypad anomaly. The customer stated that there was sweat on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.